Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) display suddenly went blank during a coronary artery bypass graft (CABG) surgery. The device was not changed out, as the CABG was performed using the local control of the roller pumps without ccm and safety connection. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 26-jul-2016: during cpb, the ccm blanked with loss of the ability to: view data, enable/disable safety functions, control pumps and other devices. The perfusion team was able to use local pump controls to finish the procedure. This did not delay the procedure and the procedure was completed successfully without loss of blood and without patient harm.

Manufacturer narrative:
The reported complaint was confirmed via clinical review and customer provided photograph. No product was returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.